Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/17/2015 with the following findings: the bolus button cover was removed and contamination was found on the button contact plate. The battery compartment is cracked along the side from threads to seal case. The display is dim/fading/reddish. The bolus button cover is intact and hard to push, cartridge and battery caps not returned, a test battery cap was used to verify steps.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).